Event description:
Analysis of the returned delivery catheter has been completed. The device was returned with blood inside and outside, and the stent graft was still loaded. The graft cover had been retracted slightly, scratched and had a twist. The torque handle and the hypotube had been bent. The stent graft was deployed in the laboratory without difficulty. The cause of the failure to deploy cannot be determined. A complete investigation is not possible without return and analysis of the reusable deployment handle used in the case.

Event description:
A 26mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted in a paitent for endovascular treatment of an abdominal aortic aneurysm in 2001. It was reported that the iliac arteries were small and tight. Aneurysm morphology is unknown. It was reported that a sheath was not used during the case. It was reported that the slide ring was retracting, but the gears of the reusable deployment handle were stripping and the stent graft was not deploying. The delivery catheter was removed from the patient, and an identical device was deployed without complications using a different reusable deployment handle. The patient is reported to be fine, and no additional clinical sequelae were reported. No additional information is available at this time.